Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced skin allergic reaction after wearing the pod. The patient received a prescription cream from a doctor. No additional information was provided.

Manufacturer narrative:
Patient was prescribed fluticasone to treat allergic reaction.